Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited to the user facility on february 26, 2018 to observe the staff¿s reprocessing practice and provide a reprocessing training. The ess noted the user facility was leak testing well but one technician did not disconnect the leak tester machine (mu-1) properly because the technician just disconnected from the scope and not the mu-1. The ess brushed the channels of the scope without anything coming out of it and without any restrictions. The ess recommended sending the scope to olympus for evaluation as a precautionary outside of the insertion tube being discolored. The ess addressed all reprocessing deviations and provided a reprocessing training to the user facility staff. The scope was returned to olympus for evaluation. Service¿s evaluation found the suction flow, a/w flow, forceps and brush passage were within specification as no anomalies were noted. The scope passed the leak test. However, there were multiple dents on the distal end plastic cover and the three lg lens were cracked. In addition, the bending section cover glues were cracked /discolored. The bending section was noted to have excessive frayed wires (10+) on the passive side of the insertion tube. The scope was purchased on january 13, 2014 with no previous repair history and the scope registered a total of 1176 uses. The scope was repaired and returned to the user facility. The cause of the reported event could not be conclusively determined at this time; however, based on the ess findings and device evaluation results, improper maintenance of the scope could not be ruled out as a contributory factor to the reported event. The reprocessing manual states, ¿all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Event description:
Olympus was informed that during a polypectomy procedure, a polyp discharged from the biopsy channel of the scope while inserting a polyp trap instrument. The user facility reported during a previous procedure, three polyps were extracted and the fourth polyp was lost. After the first procedure, the user facility proceeded to perform pre-cleaning, manual cleaning then followed by high level disinfection in the automated endoscope reprocessor. During the second procedure to collect a polyp, the physician observed the lost polyp from the previous procedure discharge from the instrument channel. It is unknown if the lost polyp was retrieved. The physician continued to use the same scope to complete the procedure. There was no patient injury reported. Following the second procedure the scope was cleaned, reprocessed and quarantined.